Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was replaced with a non-rechargeable model. It was noted that there was an unknown ins battery depletion issue and that the physician wanted to know if the explanted ins was functioning normally. I there were no patient symptoms reported in the event and their status was noted as alive with no injury or adverse event. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 37714, lot # nks707324h, showed no significant anomalies.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.